Event description:
It was reported that the device was used during a laparoscopic totally extraperitoneal repair. It was reported by the rep that the experienced surgeon was performing this procedure and used (6) ems staplers to tack down the mesh. The surgeon encountered problems with the staplers feeding staples. He would fire the instruments several times and then it would quit feeding staplers. He would then pull another endoscope multifeed stapler stapler to complete the stapler placement of the mesh. He had to pull (6) endoscopic multifeed stapler staplers to complete the procedure. There was no consequence to the pt.